Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusion: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil windings likely contributed to the entrapment felt while advancing the smart coil through the non-penumbra microcatheter. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. The returned smart coil was attempted to be advanced through the returned non-penumbra microcatheter and a demonstration microcatheter; however, the smart coil¿s embolization coil began to take shape inside the hub of both microcatheter, resistance was experienced, and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an extracranial aneurysm in the internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, the physician placed eight non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil through the microcatheter, the physician felt an ¿entrapment touch¿ around the hub of the microcatheter and the smart coil would not advance further; therefore, it was removed. The physician then opened and advanced a non-penumbra coil in the target vessel using the same microcatheter; however, the coil would not take its intended shape and therefore, was removed. The final angiography revealed that the coil embolization procedure was successfully performed and the procedure was completed at this point. There was no report of an adverse effect to the patient.